Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date of the index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the fixation intact when the suture was placed in the patient? What date did the patient present with symptoms? Was there a precipitating stress factor for the dehiscence? What was the appearance of the suture during the second procedure; i.e., was the suture found broken during the second procedure? Did the tissue pull away from the suture? What tissue dehisced? Other relevant patient history/concomitant medications lot number? If applicable, will product be returned, return date, tracking information what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent anterior lumbar interbody fusion on an unknown date and barbed suture was used to close abdominal fascia. Post-op, the patient was taken back to the operating theatre and it was found that the wound dehisced. The patient required reoperation for repair. Additional information has been requested.